Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 3.1 had failed. A field service engineer (fse) asked the customer to attempt a recovery, but there was no failure to recover. The fse inspected the back of the main unit and reseated the data cable at both ends. Drawer 3.1 was inspected, the station was powered off, and the cable was reseated. After powering on, the fse ran a full drawer test in the hardware test application, saved the passing results, and confirmed internet connection through the command prompt. The failure icon remained a phantom failure, so the fse manually created a drawer failure. The customer then recovered the failure, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.1 had failed to open and could not be recovered. The machine was hard rebooted, but the drawer still did not function. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.